Event description:
The customer reported to baxter (B)(4) a solution administration set in which the adapter is broken. The condition was identified before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the needle adapter was broken. The sample was then submitted for a pull test: 5 lbs 10 seconds was applied to the components bonding assembly and no separation of the components were observed. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.